Event description:
Or table at facility for trial period. New model 4133 pending. On 4/8/99, table was in use. Pt needed repositioning. The "turn/tilt" function of table failed. All functions failed except up and down. Identified problems: issues with the "locking micro switch" and mechanism; inaccessibility of "override box mechanism". Table removed from facility. New model 4133 pending, future model to encompass facility engineer's recommendations.